Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted, the foot and the needles were deployed, the plunger was removed and the foot was parked without difficulty. In the attempt to remove the device, resistance was encountered. It was reported that the device broke in two pieces leaving the sheath in the pt's artery. Manual compression was applied to control the bleeding. The pt was taken to surgery for sheath removal and repair of the artery. There are no reports of any adverse pt sequelae.